Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. Based on the results of the investigation, the device was not returned, and the phenomenon was not reproduced, thus, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a procedure, the camera head was used with a scope and had no image. An olympus field service engineer (fse) confirmed that the camera head was the cause of the reported issue as it was used in a poor condition (with tape around it). The intended procedure was cancelled and there was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.